Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('migration of essure device ¿right broken coil'), bladder perforation ('migration/perforation(other)- bladder'), intestinal perforation ('migration/ perforation(other)-bowel') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included constipation. Concomitant products included rabeprazole sodium (aciphex). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), bladder perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), pelvic pain ("pain / pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), ovarian cyst ("ovarian cysts"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("bladder/urinary problems : uti"), vaginal infection ("infection (vaginal) / vaginal infect"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes/ infection (bladder/ urinary tract/vaginal) type: uti"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression/psych injury"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("allergy rash/skin condition, nickel"), gastrointestinal disorder ("other injuries/symptoms : gi conditions"), feeling abnormal ("neurological conditions or problems ¿ brain fog"), dysgeusia ("allergic or hypersensitivity reaction ¿ metallic taste in mouth"), tooth disorder ("dental problems"), abdominal distension ("bloating"), amenorrhoea ("hormonal changes ¿amenorrhea"), vulvovaginal mycotic infection ("infection¿ yeast"), migraine ("migraines/headaches"), anxiety ("psychological or psychiatric problems ¿anxiety"), rash ("rashes of skin conditions ¿ rash"), urticaria ("rashes of skin conditions ¿hives"), acne ("rashes of skin conditions ¿acne"), vulvovaginal pain ("vaginal pain") and arthralgia ("pain: joint aches") and was found to have weight increased ("weight gain/ loss (sepcify which one) / weight gain") and weight decreased ("weight loss"). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, bladder perforation, intestinal perforation, pelvic pain, dysmenorrhoea, ovarian cyst, alopecia, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, dyspareunia, vaginal discharge, mood swings, depression, weight increased, abdominal pain, genital haemorrhage, allergy to metals, gastrointestinal disorder, feeling abnormal, dysgeusia, tooth disorder, abdominal distension, amenorrhoea, vulvovaginal mycotic infection, migraine, anxiety, rash, urticaria, acne, weight decreased, vulvovaginal pain and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, alopecia, amenorrhoea, anxiety, arthralgia, bladder disorder, bladder perforation, cystitis, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, gastrointestinal disorder, genital haemorrhage, intestinal perforation, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2009. Discrepancy noted: previously essure confirmation test given. Hysterosalpingogram and currently given as not performed essure confirmation test. Discrepancy: previously added date of insertion (B)(6) 2009. In current pfs date of insertion: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: unilateral occlusion (right tube occluded). Diagnostic results: patient had hysterosalpingogram on (B)(6) 2009, result not provided. On (B)(6) 2009: transvaginal ultrasound (tvu), transvaginal ultrasound (tvu) result - unilateral occlusion (right tube occluded) and other please describe) no free spillage from left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: pfs was received. New events metallic taste in mouth, dental problems, bloating, amenorrhea, yeast infections, migraines/headaches, anxiety, rash, hives, acne, weight loss, previously added neurological conditions or problems updated with brain fog, joint aches pain, vaginal pain, bladder perforation, bowel perforation, migration of essure device ¿right broken coil were added. Date of insertion updated. Lawyer was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('migration of essure device ¿right broken coil'), intestinal perforation ('perforation (other) please describe and state the location of the perforation') and bladder perforation ('migration/perforation(other)- bladder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included constipation. Concomitant products included rabeprazole sodium (aciphex). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), bladder perforation (seriousness criterion medically significant), pelvic pain ("pain / pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), ovarian cyst ("ovarian cysts"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("bladder/urinary problems : uti"), vaginal infection ("infection (vaginal) / vaginal infect"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes/ infection (bladder/ urinary tract/vaginal) type: uti"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression/psych injury"), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleed"), allergy to metals ("allergy rash/skin condition, nickel"), feeling abnormal ("neurological conditions or problems ¿ brain fog"), dysgeusia ("allergic or hypersensitivity reaction ¿ metallic taste in mouth"), tooth disorder ("dental problems"), abdominal distension ("bloating"), amenorrhoea ("hormonal changes ¿amenorrhea"), vulvovaginal mycotic infection ("infection¿ yeast"), migraine ("migraines/headaches"), anxiety ("psychological or psychiatric problems ¿anxiety"), rash ("rashes of skin conditions ¿ rash"), urticaria ("rashes of skin conditions ¿hives"), acne ("rashes of skin conditions ¿acne"), vulvovaginal pain ("vaginal pain"), arthralgia ("pain: joint aches") and metrorrhagia ("metorhagia (bleeding b/w periods)") and was found to have weight increased ("weight gain/ loss (specify which one) / weight gain") and weight decreased ("weight loss"). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, intestinal perforation, bladder perforation, pelvic pain, dysmenorrhoea, ovarian cyst, alopecia, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, dyspareunia, vaginal discharge, mood swings, depression, weight increased, abdominal pain, genital haemorrhage, allergy to metals, feeling abnormal, dysgeusia, tooth disorder, abdominal distension, amenorrhoea, vulvovaginal mycotic infection, migraine, anxiety, rash, urticaria, acne, weight decreased, vulvovaginal pain, arthralgia and metrorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, alopecia, amenorrhoea, anxiety, arthralgia, bladder disorder, bladder perforation, cystitis, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, intestinal perforation, menorrhagia, metrorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2009. Discrepancy noted: previously essure confirmation test given. Hysterosalpingogram and currently given as not performed essure confirmation test. Discrepancy: previously added date of insertion (B)(6) 2009. In current pfs date of insertion: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: unilateral occlusion (right tube occluded). Diagnostic results: patient had hysterosalpingogram on (B)(6) 2009, result not provided. (B)(6) 2009 -transvaginal ultrasound (tvu), transvaginal ultrasound (tvu) result - unilateral occlusion (right tube occluded) and other please describe) no free spillage from left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('migration of essure device ¿right broken coil'), intestinal perforation ('perforation (other) please describe and state the location of the perforation') and bladder perforation ('migration/perforation(other)- bladder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included constipation. Concomitant products included rabeprazole sodium (aciphex). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), bladder perforation (seriousness criterion medically significant), pelvic pain ("pain / pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), ovarian cyst ("ovarian cysts"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("bladder/urinary problems : uti"), vaginal infection ("infection (vaginal) / vaginal infect"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes/ infection (bladder/ urinary tract/vaginal) type: uti"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression/psych injury"), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleed"), allergy to metals ("allergy rash/skin condition, nickel"), feeling abnormal ("neurological conditions or problems ¿ brain fog"), dysgeusia ("allergic or hypersensitivity reaction ¿ metallic taste in mouth"), tooth disorder ("dental problems"), abdominal distension ("bloating"), amenorrhoea ("hormonal changes ¿amenorrhea"), vulvovaginal mycotic infection ("infection¿ yeast"), migraine ("migraines/headaches"), anxiety ("psychological or psychiatric problems ¿anxiety"), rash ("rashes of skin conditions ¿ rash"), urticaria ("rashes of skin conditions ¿hives"), acne ("rashes of skin conditions ¿acne"), vulvovaginal pain ("vaginal pain"), arthralgia ("pain: joint aches") and metrorrhagia ("metorhagia (bleeding b/w periods)") and was found to have weight increased ("weight gain/ loss (specify which one) / weight gain") and weight decreased ("weight loss"). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, intestinal perforation, bladder perforation, pelvic pain, dysmenorrhoea, ovarian cyst, alopecia, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, dyspareunia, vaginal discharge, mood swings, depression, weight increased, abdominal pain, genital haemorrhage, allergy to metals, feeling abnormal, dysgeusia, tooth disorder, abdominal distension, amenorrhoea, vulvovaginal mycotic infection, migraine, anxiety, rash, urticaria, acne, weight decreased, vulvovaginal pain, arthralgia and metrorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, alopecia, amenorrhoea, anxiety, arthralgia, bladder disorder, bladder perforation, cystitis, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, intestinal perforation, menorrhagia, metrorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2009. Discrepancy noted: previously essure confirmation test given. Hysterosalpingogram and currently given as not performed essure confirmation test. Discrepancy: previously added date of insertion (B)(6) 2009. In current pfs date of insertion: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: unilateral occlusion (right tube occluded). Diagnostic results: patient had hysterosalpingogram on (B)(6) 2009, result not provided. (B)(6) 2009 -transvaginal ultrasound (tvu), transvaginal ultrasound (tvu) result - unilateral occlusion (right tube occluded) and other please describe) no free spillage from left. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: this is retention case. Pfs received, reporters information and metorhagia (bleeding b/w periods) added. All the information from case (B)(4) has been transferred. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('migration of essure device ¿right broken coil'), intestinal perforation ('perforation (other) please describe and state the location of the perforation') and bladder perforation ('migration/perforation(other)- bladder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included constipation. Concomitant products included rabeprazole sodium (aciphex). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), bladder perforation (seriousness criterion medically significant), pelvic pain ("pain / pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), ovarian cyst ("ovarian cysts"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("bladder/urinary problems : uti"), vaginal infection ("infection (vaginal) / vaginal infect"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes/ infection (bladder/ urinary tract/vaginal) type: uti"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression/psych injury"), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleed"), allergy to metals ("allergy rash/skin condition, nickel"), feeling abnormal ("neurological conditions or problems ¿ brain fog"), dysgeusia ("allergic or hypersensitivity reaction ¿ metallic taste in mouth"), tooth disorder ("dental problems"), abdominal distension ("bloating"), amenorrhoea ("hormonal changes ¿amenorrhea"), vulvovaginal mycotic infection ("infection¿ yeast"), migraine ("migraines/headaches"), anxiety ("psychological or psychiatric problems ¿anxiety"), rash ("rashes of skin conditions ¿ rash"), urticaria ("rashes of skin conditions ¿hives"), acne ("rashes of skin conditions ¿acne"), vulvovaginal pain ("vaginal pain"), arthralgia ("pain: joint aches") and metrorrhagia ("metorhagia (bleeding b/w periods)") and was found to have weight increased ("weight gain/ loss (sepcify which one) / weight gain") and weight decreased ("weight loss"). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, intestinal perforation, bladder perforation, pelvic pain, dysmenorrhoea, ovarian cyst, alopecia, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, dyspareunia, vaginal discharge, mood swings, depression, weight increased, abdominal pain, genital haemorrhage, allergy to metals, feeling abnormal, dysgeusia, tooth disorder, abdominal distension, amenorrhoea, vulvovaginal mycotic infection, migraine, anxiety, rash, urticaria, acne, weight decreased, vulvovaginal pain, arthralgia and metrorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, alopecia, amenorrhoea, anxiety, arthralgia, bladder disorder, bladder perforation, cystitis, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, intestinal perforation, menorrhagia, metrorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2009. Discrepancy noted: previously essure confirmation test given. Hysterosalpingogram and currently given as not performed essure confirmation test. Discrepancy: previously added date of insertion (B)(6) 2009. In current pfs date of insertion: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: unilateral occlusion (right tube occluded). Diagnostic results: patient had hysterosalpingogram on (B)(6) 2009, result not provided. (B)(6) 2009 -transvaginal ultrasound (tvu), transvaginal ultrasound (tvu) result - unilateral occlusion (right tube occluded) and other please describe) no free spillage from left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation/migration') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included constipation. Concomitant products included rabeprazole sodium (aciphex). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pain / pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), ovarian cyst ("ovarian cysts"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("bladder/urinary problems : uti"), vaginal infection ("infection (vaginal) / vaginal infect"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes/ infection (bladder/ urinary tract/vaginal) type: uti"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression/psych injury"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), rash ("allergy rash/skin condition,"), skin disorder ("allergy rash/skin condition"), allergy to metals ("allergy rash/skin condition, nickel"), gastrointestinal disorder ("other injuries/symptoms: gi conditions") and nervous system disorder ("nuero condit/problem") and was found to have weight increased ("weight gain/ loss (specify which one) / weight gain"). Essure treatment was not changed. At the time of the report, the perforation, pelvic pain, dysmenorrhoea, ovarian cyst, alopecia, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, dyspareunia, vaginal discharge, mood swings, depression, weight increased, abdominal pain, genital haemorrhage, rash, skin disorder, allergy to metals, gastrointestinal disorder and nervous system disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, menorrhagia, mood swings, nervous system disorder, ovarian cyst, pelvic pain, perforation, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2009 and (B)(6) 2009. Discrepancy noted: previously essure confirmation test given hysterosalpingogram and currently given as not performed essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: unilateral occlusion (right tube occluded). Diagnostic results: patient had hysterosalpingogram on (B)(6) 2009, result not provided. (B)(6) 2009 and (B)(6) 2009 transvaginal ultrasound (tvu), transvaginal ultrasound (tvu) result unilateral occlusion (right tube occluded) and other please describe) no free spillage from left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. New events: abdominal pain, general abnormal bleeding, rash/skin condition, nickel -diag. Post-essure, psych injury related to essure, migration, perforation, gi conditions, neurological condit/problem, weight gain were added. Case becomes incident. New reporter added, plaintiffs' information updated. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.